Event description:
Boston scientific (bsc) received information that this transvenous right atrial (ra) lead became dislodged during a routine device changeout. As the physician tugged on the non-bsc lead in the system, both this ra lead and the right ventricular leads loosened from position. There were no reported adverse patient effects.

Manufacturer narrative:
This ra lead and the right ventricular lead were both removed from service. To date, the lead has not been returned to boston scientific.